Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a contact detach 23"-6 mm infusion set after being without an infusion set for about an hour and then performing a complete supply change, with troubleshooting and education completed and no alarms reported; the highest recorded blood glucose was 341 mg/dl and levels were high for approximately 45 minutes, with dexcom g7 used and no back-up therapy or ketone testing performed. Symptoms included hyperglycemia without acute complications. Outcomes included no medical intervention, no hospitalization, and blood glucose beginning to trend down. Investigation included complaint review and user guidance. Investigation of this case revealed an unclear cause of hyperglycemia with no device alarms and no confirmed device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.